Manufacturer narrative:
The device was not returned to (B)(4) for investigation. A DHR review was completed and no nonconforminces were found. Because the device was not returned to (B)(4), no investigation could be completed. This report will be updated if the pump is returned to (B)(4).

Event description:
The initial reporter stated that the pump was "empty while the machine said there was 15.8ml remaining". Based on the information provided, it was unclear if the pump was over infusing or not. (B)(4) followed up with the initial reporter and no adverse effects to the patient were reported, but no other information was provided. (B)(4).